Manufacturer narrative:
We received one 12tlw803f thru-lumen embolectomy catheter without the packaging for examination. The balloon was found to be ruptured in the central area between the windings. There appeared to be a section of the latex missing. The remaining latex is showing signs of deterioration (cracking and crazing) next to the proximal and distal windings. Both the distal and proximal windings were found to be in good condition, there was no visible damage. As stated in the product IFU the embolectomy catheter is not recommended for the removal of fibrous, adherent, or calcified material. There is dried blood visible inside of the inflation port. Both the inflation and through lumens are patent and there were no leaks. Though we have confirmed product damage exists, there was no evidence of a manufacturing nonconformance found during the evaluation. No actions will be taken at this time. A review of the manufacturing records indicated that the product met specifications upon release.

Event description:
It was reported that the balloon burst before use. No patient complications were reported.